Event description:
It was reported that during a kidney procedure doctor used harmonic device and after an 1-2 hours devices burnt - jaws became black and the part of tissue pad came off from the jaw. No adverse event on the patient. One device will be returning.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the tissue pad melted and partially detached, not completely detached as reported. The device was connected to a test handpiece and generator and the device did activate during functional testing. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between the blade and tissue pad; and activating the blade without tissue between the blade and tissue pad to avoid damage to the tissue pad. Both conditions can result in probable damage to the instrument.